Event description:
Additional information received indicated the rv lead was later explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
The patient presented in-clinic after experiencing inappropriate shocks. X-ray imaging revealed the right ventricular (rv) lead had become dislodged. Lead revision is anticipated, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.